Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle the i.v shields and/or protective cap comes off letting needle exposed (applicable for product packed bulk in shelf cartons) clean needle stick/injury. The following was reported by the initial reporter: stage: when opening the package. Defect: needle comes off. Impact: no impact on patients or users.

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 3085479. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."